Event description:
Report that defibrillator printing in spanish. Attempt to reprogram unsuccessful. Attempted test on another machine, also unsuccessful. Then able to test on third machine. Rptr checked with co, tried checks and found that first two machines had 2 connecters on main board reversed. (P2a and p3) switched positions and machines worked correctly. Service rep aware. Per clin engineer, service records do not show work done that could have resulted in switch. Required new wiring inorder to get wire to reach for correct connection.